Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported while performing a vitrectomy/scleral buckle procedure, the fluid infusion stopped suddenly and the pt's eye deflated. The surgeon pushed on the pedal to get the infusion to operate but had to push past a pressure of 70 in order to get a response. There was no injury to the pt according to the surgeon.